Event description:
It was reported that: "surgeon expressed concern of halo surrounding implant. Wants to know if this is indicative for this type of metal implant."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available then it will be submitted in a supplemental report.